Event description:
1. The proximal segment of each lead was returned to co. Electrical testing determined the continuity was within specifications on both leads. A white substance was observed on the outer insulation of both leads, which is consistent with calcium deposits. A cosmetic depression was also noted on the surface of each lead. The distal conductor of lead lbt033011r was distorted, consistent with explant damage. 2. The leads were not included in an advisory.

Event description:
Girl went from a normal, happy, healthy patient to non-responsive, with blue lips in a matter of a minute or two. 911 was immediately called, responding and arriving within minutes. Medical attention was given, followed by transportation to area hospital, via an ambulance. Where she was later pronounced dead. Prior to death: all following information; pt was delivered caesarean section at med center in april 2004. Then moved to another hospital, to await implantation of a pacemaker 3 days later. It was previously been determined that girl had a "bradycardia" heart condition, while still in womb. Through regular ob/gyn visits of parent. Pt was implanted with a "insignia ultra" pacemaker model# 1290. Manufactured by guidant in april 2004. Pt was released from hospital approximately one week later. Being noted, that she was doing so amazingly well, she could be released earlier than had been expected. She continued her life, in this manner, up until the time of event. Pt received regular follow-up visits. At which times her cardiologist, tweaked, -term used by cardiologist-the pacemaker. Intermediate "phone checks" were also performed. Neither check-ups showed any adverse results. As well as for her regular visits.